Event description:
A phone call was conducted in order to follow up on a previous call that the customer made for unexplained high blood glucose of 299mg/dl and found that she received an emergency service through the emergency room. Troubleshooting was performed at the time and it appears that the insulin pump was functioning as designed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.